Event description:
It was reported that the user inserted a dexcom g7 sensor while the ilet battery was depleted and initially entered an incorrect pairing code, after which the sensor intermittently failed to communicate and would not pair to the ilet until the device was restarted and the g6/g7 setting was toggled; the sensor ultimately paired and a glucose value of 166 mg/dl was observed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the electrical and magnetic radio subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.